Event description:
The facility reported an infusion pump with a failure code 12:303 during a patient infusion. Although information was requested none was obtained regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.